Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), dentist attempted to remove crown from implant and entire implant came out in the process.